Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a compromised force sensor system during multiple instances. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and it was mentioned that the drive support cap was loose. The customer had reverted to their back-up plan. The insulin pump is out of warranty and will not be returned for analysis while a replacement pump was shipped to the customer.